Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was received damaged and/or bent. There was no patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.